Event description:
Reportedly, the patient underwent a posterior vaginal repair along with a hysterectomy. Two weeks post operatively, the dr. Excised a small portion of the mesh. The mesh appeared to be eroding. The patient was scheduled to have the mesh removed in 2006. No further information was available.